Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. One day after onset, the patient was hospitalized for the event. One day later during hospitalization, the patient was transferred to hemodialysis (hd) as a treatment for the peritonitis. At the time of this report, the patient was still in the hospital, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.